Manufacturer narrative:
The field service engineer checked the instrument and found the gear pump voltage was out of adjustment and he adjusted it back within specifications. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. Quality controls were performed and were within the expected ranges. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results from the cobas pure c 303 analytical unit compared to an abl90flex (bga-blood gas apparatus) analyzer. The samples used were taken from two different tubes which were drawn at the same time. Patient 1 initial result from the bga was 140 mmol/l. The repeat results from the cobas pure were 151 mmol/l and 151 mmol/l. Patient 2 initial result from the bga was 140 mmol/l. The repeat results from the cobas pure were 147 mmol/l and 148 mmol/l. Patient 3 initial result from the cobas pure was 147 mmol/l and the repeat result from the cobas pure was 138 mmol/l.